Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission, post-paced t-wave oversensing was observed on a stored egm. Patient was asymptomatic. Programming changes were recommended.